Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no audio output occurred. On (B)(6) 2023, according to the spouse the dexcom device is not working, reporter stated, ¿I will be there, and then he passes out and I would not even know he had a low blood sugar¿. She also mentioned the patient was low, but they did not receive any alert, and while he was sitting on the couch, he then passed out. She put a glucose (gel pack) under his tongue and called the ambulance. Before the paramedics arrived, the patient regained consciousness, and he drank some coke (soda pop). The paramedics checked his blood sugar which was 25 mg/dl, and they stayed with him until his bg got up to 70 mg/dl. The paramedics offered to take the patient to the hospital, but he declined. They advised the reporter to feed the patient with some protein, but no further treatment was given by the paramedics. At the time of the report the patient was doing fine. It was stated that the patient has dementia and does not feel any symptoms when he gets low. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that no audio output occurred. On (B)(6) 2023, the patient experienced no audio alarm, which occurred an unknown number of days after the sensor had been inserted into an unknown insertion site. The patient experienced loss of consciousness, and at an unknown time, there was no cgm (continuous glucose monitor) reading reported, the bg was reading 25 mg/dl when the paramedics arrived. According to the spouse the dexcom device is not working, she stated, ¿I will be there, and then he passes out and I would not even know he had a low blood sugar¿ according to the spouse, the patient was low, but they did not receive any alert, and while he was sitting on the couch, he passed out. She put a glucose (gel pack) under his tongue and called the ambulance. Before the paramedics arrived, the patient regained consciousness, and he drank some coke (soda pop). The paramedics checked his blood sugar which was 25 mg/dl, and they stayed with him until his bg got up to 70 mg/dl. The paramedics offered to take the patient to the hospital, but he declined. They advised the reporter to feed the patient with some protein, but no further treatment was given by the paramedics. At the time of the report the patient was doing fine. It was stated that the patient has dementia and does not feel any symptoms when he gets low. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.